Event description:
It was reported that during surgery the rocker ring broke in the middle of the posterior portion. Procedure finished with competitor device. Unknown if harm to patient.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation but the pictures were reviewed and the failure mode was confirmed. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.